Manufacturer narrative:
Additional information is added to h6 and h11: h11: the device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: two actual samples were received for evaluation. Visual inspection with the naked eye and functional tests were performed on both the samples with no issues identified and with acceptable results. Torque engagement testing was performed on both the samples, the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The twist clamps were completely engaged. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) minicap extended life pd transfer sets could not be completely closed. This occurred during use of the devices for peritoneal dialysis (pd) therapy. The transfer sets were replaced. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.